Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient stated that during checking occlusion error, she noted that on (B)(6) 2016 three times she had m23, auto power off, but she is sure pump didn't give any sounds and vibration. She says also she never set auto power off. She checked setting and auto poweroff is not activated. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The customer's allegation of a defective "beep" signal was not verified. According to the customer, the automatic "off" function was enabled unintended. The case is assessed as verified due to a key lock feature which can simply be unlocked, referring to a design weakness.